Event description:
A surgeon reported that during intraocular lens (iol) implantation, the lens cracked during insertion. The cracked lens was removed without incident, however the incision was widened to accommodate the second lens. Additional information has been requested.